Event description:
It was reported that during the implant procedure the physician was not able to track the "wire" to the target vessel because of an acute angle found in the patient's anatomy. Consequently the lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. There were no anomalies noted.